Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is not inflating. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit is not inflating. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that that the unit had low vacuum alarms and autofill failure alarms. The fse stated that he believed the issue is that the compressor needs to be rebuilt. The customer opted to not have the unit repaired. The unit has been removed from service and is not cleared for clinical use.